Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated maintenance proper device operation was observed through functional and performance testing. The device was returned to the customer.the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device intermittently loses power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and was able to be verify and unable to duplicate the reported issue.

Event description:
The customer contacted stryker to report that their device intermittently loses power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.